Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended that the device either get replaced or have battery status re-revaluated in ninety days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Correction b5: pacemaker changed to ICD.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended that the device either get replaced or have battery status re-revaluated in ninety days. This ICD remains in service. No adverse patient effects were reported. Additional information was received. Battery analysis was re-evaluated. Data analysis showed the battery appeared to be depleting more quickly than expected. Also, the device hardware was not detecting the loss of battery energy. Ts recommended device replacement. Currently, this ICD remains in service.